Event description:
Post deployment of a sapien xt valve the patient developed complete hear block (chb), which required the implant of a permanent pacemaker (ppm) one day post operatively. After balloon aortic valvuloplasty (bav) the patient developed a left bundle branch block (lbbb), but no change in heart rate was noted. A 29mm sapien xt valve was placed in 50/50 position within the aortic annulus and deployed. After deployment, rapid pacing was stopped and the patient appeared to be in asystole, and then ventricular fibrillation (vf) was noted. The patient was defibrillated one time and was converted to chb. The procedure was completed without further incidence and the temporary pacemaker wire was left in place. The patient was in chb with a heart rate of 72. The following morning the patient was sent to the electrophysiology lab for a ppm implant. A ppm was implanted and the patient is reported to be doing well. The patient had bulky native valve/leaflet calcification.

Manufacturer narrative:
Additional information reported on a medical journal case report: repeat tte showed moderately dilated right ventricle with moderately reduced systolic function, pulmonary artery systolic pressure of 40mmhg, sapien prosthesis in aortic position with mild paravalvular leak (pvl) and mean gradient of 9mmhg, moderate sized continuous (systolic and diastolic phases) shunt which communicates with the aortic root around the prosthesis into the rv (aorto-rv shunt). The patient was managed conservatively with close follow-up. At 30-day follow-up, the patient remained moderately to severely dyspneic. The patient was offered percutaneous closure of the aorto-rv fistula using septal occluder devices but patient refused treatment. Repeat tte showed worsening of aorto-rv fistula and it also showed a new small membranous ventricular septal defect (vsd) which was not visible on the first post-procedural tte. His condition progressively got worse. He changed his code status to comfort measures only and passed away a couple of days later. According to the physician, a 2 × 2cm contact surface between the aorta above the right coronary cusp and the right ventricular outflow tract is the target area for an aorto-right ventricular fistula. In this patient the local tissue was heavily calcified and a mildly aneurysmal right coronary sinus was seen on aortogram. Complications may have resulted from displacement of the calcified tissue causing local trauma. The IFU lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, the cause of the reported aorto-rv fistula cannot be determined. However, the author¿s concluded that even though the mechanism responsible for acquired aorto-rv fistula is unknown, it is possibly related to trauma from displacement of calcified or abnormal tissue or the depth of prosthesis implantation. They also added that in their case, the 30 days follow up tte showed a new vsd, which may have resulted from the extension of aorto-rv fistula or perhaps it was missed during the first tte. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Literature reference: shakoor, muhammad tariq, ashequl m. Islam, and samia ayub. "Acquired aorto-right ventricular fistula following transcatheter aortic valve replacement." Case reports in cardiology 2015 (2015).

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented by edwards in a technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the reported complete heart block event cannot be confirmed. However, in addition to the procedure itself, patient factors (bulky native leaflet calcification) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.